Manufacturer narrative:
This report is submitted on february 14, 2023.

Event description:
Per the clinic, the recipient experienced an infection at the abutment site and subsequently was treated with antibiotics (specific type, date and duration not reported).

Manufacturer narrative:
It was reported that the patient underwent skin flap revision on (B)(6), 2023, under general anaesthetic. This report is submitted on (B)(6), 2023.